Event description:
Pain and swelling from deformed allergan recalled inamed textured breast implants causing discomfort. Once I learned this discomfort and deformity was linked to a recalled product with the potential for bia-alcl I sought to have them removed and chose not replace them. I reached out to allergan and received no assistance to have the implants removed. I requested insurance coverage only to be denied and told even though I was symptomatic, the removal was not medically necessary and (B)(6), the provider, would not cover the cost of removal. I have saved up and recently spent the money to have the defective products removed. The surgeon has extensive photos of the deformity as well as the photos of the triangular shaped implants post removal. I am requesting to be compensated for the cost of the removal. I had the same symptoms those with cancer experienced and hopefully have mitigated the odds of the bia-alcl occurring. I can obtain photo from my physician but do not as of yet have them due to the covid shut down of their office shortly after my procedure. FDA safety report ID #: (B)(4).